Manufacturer narrative:
(B)(4).

Event description:
--

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant, right ventricular (rv) lead exhibited high pacing impedance measurement but within normal range. It was also observed that this rv lead was the cause of perforation at the heart wall. The patient had experienced chest pain and no tamponade noted with electrocardiogram. This lead was repositioned to septal wall and was successful with no issue. Additional information indicated that the perforation was not confirmed through x-ray or fluoroscopy and the pacing impedance measurement was at 1800 ohms. This rv lead remains in service. No additional adverse patient effects were reported.